Event description:
It was reported that the customer experienced a high blood glucose level of 600 mg/dl. The customer was assisted on how to do a bolus. The product is not being returned. Nothing further to report.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.